Event description:
A manager at the user facility reports that an intraocular lens (iol) would not load in the cartridge of the iol delivery system. The cartridge was returned with an iol stuck inside. The manager did not know whether there was patient impact/injury associated with this event.